Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging her daughter's onetouch ultralink meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue began at approximately 11:15am on (B)(6) 2011. The patient reportedly manages her diabetes through insulin pump therapy and continued with her usual diabetes management routine in response to the alleged issue. The reporter claimed that on (B)(6) 2011, (8 days later) at approximately 11:15am the school nurse tested the patient on an unknown meter and reported a blood glucose value of '522mg/dl' and reportedly administered an increased dose of novolog through her insulin pump (unknown amount). The reporter stated that later that evening at approximately 5:30pm, the patient developed symptoms of 'lethargy, stomachache and headache' and at 6:30pm (1 hour later), she took the patient to the emergency room (ER). The patient was reportedly tested at the ER on the hospital meter and reported a blood glucose value of '286mg/dl' and she was then treated with IV fluids that also delivered additional insulin. The reporter claimed the patent was dehydrated and also discovered she had a bladder infection which was also treated. It is not known whether the patient did have another device to consistently test with after the alleged issue occurred. At the time of troubleshooting, the cca noted that the correct test strips were being used; the subject meter was not being used for the first time and the batteries did not need replacing per the meter specifications of use. The issue was not resolved with training and a replacement product was sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.